Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-apr-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and air flowed back into the side port issue occurred. The injector was leaking. It sucked in the air during administration with a saline syringe. The delay was more than 30 minutes. The procedure was completed. The physician used an abbott product. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-may-2023, the hemostatic valve is placed in its original place and broken next to the introduction area. The returned condition was assessed as MDR reportable for a hemostatic valve broken issue. The awareness date for this reportable lab finding was 25-may-2023. The device evaluation was completed on 25-may-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, microscopic examination and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken next to the introduction area. An irrigation testing was performed and no air or water leakage was observed through the injector, irrigation port, or three way-valve. The leakage was found through the hemostatic valve as it was broken. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through biosense webster's, inc. Quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and air flowed back into the side port issue occurred. The injector was leaking. It sucked in the air during administration with a saline syringe. The delay was more than 30 minutes. The procedure was completed. The physician used an abbott product. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable as air flowed back into the side port issue.